Manufacturer narrative:
A device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and one month later, computed tomography (CT) revealed approximately 10 degrees of left lateral tilt and approximately 20 degrees of ventral tilt of the filter were noted. The apex of the filter appeared to contact the ventral wall of the inferior vena cava. The filter tip was located caudally, relative to the renal veins. The filter tip was located approximately 19 mm caudal to the most inferior renal vein. Several filter struts appeared to perforate and extend slightly beyond the wall of the inferior vena cava. No extension of filter struts into adjacent organs was identified, however one of these struts appeared to contact the right lateral wall of the adjacent abdominal aorta. No findings to suggest significant filter migration and no fracture or significantly deformed. Therefore, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted, and struts perforated and extend beyond the wall of the inferior vena cava into the aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.